Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first of two submissions from the same patient event. The other is (B)(6). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed gouges/scratches across the od of the drill sleeve and broken tip. Metal fragments were returned which most likely came from the broken tip of the drill sleeve when the flipcutter and drill sleeve tip came in contact with each other. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an 8mm short flipcutter ii was used for an acl procedure. The flipcutter was used through a stepped drill sleeve, to drill the femoral tunnel. The device was flipped and the socket was retro drilled. The surgeon pushed the drill back into the joint and flipped the device back straight, and confirmed the move with the scope. Upon removal of the flipcutter from the tunnel, it was reported that resistance was felt. Pressure was placed on the sleeve against the femur and the flipcutter was removed on power. Metal shavings were visible in the knee joint on the scope. It was determined that the shavings came from the stepped drill sleeve. An attempt was made to remove the metal shavings. The procedure was completed using a tightrope and a button with an extender on the femoral side. X-rays were taken post-operatively and confirmed there were metal shavings that remained in the patient's knee.